Manufacturer narrative:
Results: the catrx was ovalized approximately 124.0 cm from the hub. The guide wire lumen was punctured approximately 8.0 cm from the distal tip. Conclusions: evaluation of the returned catrx revealed that the guide wire lumen was punctured. If a guide wire is forcefully advanced through the guide wire lumen at extreme angles, the guide wire may puncture the lumen and the catheter may become damaged. If the guidewire was outside the guide wire lumen, resistance may be experienced when advancing the device. The punctured guide wire lumen may have contributed to the inability to advance the catrx during the procedure. Further evaluation revealed an ovalization on the device. If the device is forcefully gripped or pinched during use, damage such as ovalization may occur. The ovalization in the catheter shaft may have contributed to the inability to advance the catrx through the non-penumbra guide catheter. The non-penumbra guide catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using an indigo system catrx reperfusion catheter (catrx). During the procedure, the physician was unable to advance the catrx through a 6 fr guide catheter, despite making two attempts. Therefore, the catrx was removed, and the procedure was completed using a new catrx. There was no report of an adverse effect to the patient.